Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to possible infection. It was indicated that the patient's incision did not heal properly, and reason was unknown. This ra lead was explanted. No additional adverse patient effects were reported.